Manufacturer narrative:
Analysis of the lead lot # va1v6fk found that the distal end of the lead was bent -new out of box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the tip of the lead was slightly bent upon opening. No known environmental/external/patient factors were thought to have led or contributed to the issue. The lead was not used. The issue was resolved at the time of the report. No patient involvement was reported.